Manufacturer narrative:
Device repais for implementtion of field change order (B)(4).

Event description:
The customer reported when admitting a patient to the transmitter, the system rebooted. There was no patient incident.